Event description:
The customer reported that the autopulse platform (sn unknown) displayed user advisory 45 (not at "home" position after power-on/restart). No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.

Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.